Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator was suspected to be depleting prematurely as the longevity decreased from 8.5 years to three years in less than a two-year period. A request was made to have data from this device analyzed. Analysis of device data was performed by boston scientific technical services and noted that power had been gradually increasing. Device replacement was recommended. The device has been explanted. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator was suspected to be depleting prematurely as the longevity decreased from 8.5 years to 3 years in less than a two-year period. A request was made to have data from this device analyzed. Analysis of device data was performed by boston scientific technical services and noted that power had been gradually increasing. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator was suspected to be depleting prematurely as the longevity decreased from 8.5 years to 3 years in less than a two-year period. A request was made to have data from this device analyzed. Analysis of device data was performed by boston scientific technical services and noted that power had been gradually increasing. Device replacement was recommended. The device has been explanted. No adverse patient effects were reported.